Event description:
It was reported that the has experienced an increase in seizures since receiving vns, with the seizures being three times more frequent over the patient¿s pre-vns baseline. No additional pertinent information has been received to date.